Manufacturer narrative:
H6; the reported event, for breakage, was confirmed via photograph and the reported failure of breakage was confirmed. The root cause could not be determined in this event as the bur was not returned for evaluation.

Event description:
It was reported that during a surgical procedure, the drill bit broke. It was also reported a revision surgery was required to remove the broken drill bit tip from the patient. It was further reported a delay of 15 minutes occurred as a result of this event. It was also reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded by customer.

Event description:
It was reported that during a surgical procedure, the drill bit broke. It was also reported a revision surgery was required to remove the broken drill bit tip from the patient. It was further reported a delay of 15 minutes occurred as a result of this event. It was also reported that the procedure was completed successfully.